Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the type of material could not be identified and since it is unknown if the user conducted reprocessing in accordance with instructions for use (IFU), the likely cause of the foreign material that remained in the device could not be determined. To mitigate the risk of harm, the IFU provides the following: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects at the air/water nozzle. There was no patient involvement.